Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had damaged battery cap. Customer stated that they did not bumped or dropped the insulin pump. Customer stated that the reservoir does not show signs of damage. Customer stated that the pump does not show signs of physical damage. Customer stated the pump does not rattle when they shake it. Customer performed the self test and passed the test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.